Manufacturer narrative:
The investigation determined the issue was due to the electrodes which were overdue for replacement. Per product labeling: the na, k, and cl electrodes should be replaced after 9000 tests measured and not later than 2 months, the reference electrode should be replaced every 6 months. The investigation did not identify a product problem.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer decontaminated the ise solenoid valves, replaced a solenoid valve, adjusted the vacuum nozzle position, and ran ise checks that were acceptable. He replaced all electrodes and the ise reference. The customer ran several calibrations and qc with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module (double). The initial potassium result was 4.0 mmol/l. The repeat result was 4.6 mmol/l.